Manufacturer narrative:
Additional narrative:the actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the trigger / slider was broken and torn off. It was further determined that the device failed for check proper function of the triggers, check of free moving, check fitting of the lids, check function of all modes and for check response of on/off trigger. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the battery handpiece device became locked. It was reported that the event occurred during use on a patient. It was not reported if there were any delays in the surgical procedure. It was reported that a spare device was available for use. The reporter clarified that the device did not break or harm the patient. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.